Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the second supply line connection during step 3 of setup for their pd treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The patient reported receiving a not enough supply bag (sb) for treatment (tx) after the fluid leak. The cause of the leak is unknown. The patient was advised to re-setup with all new supplies. Upon follow up, the patient stated that the leak was coming from the second supply bag line (the one next to the line after the patient line) and specified that the fluid leaked from the tubing itself not the connection. The patient believes that the line had a pin hole but couldn't locate it at the time of the incident. Additionally, the patient stated that he believed but was not a hundred percent certain, that he was connected when the leak was encountered; that the unused lines were clamped; and the cones were broken. The patient confirmed being able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. Upon further follow up, the patient contact confirmed that the fluid leak was actually discovered while the patient was connected and undergoing treatment.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the second supply line connection during step 3 of setup for their pd treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The patient reported receiving a not enough supply bag (sb) for treatment (tx) after the fluid leak. The cause of the leak is unknown. The patient was advised to re-setup with all new supplies. Upon follow up, the patient stated that the leak was coming from the second supply bag line (the one next to the line after the patient line) and specified that the fluid leaked from the tubing itself not the connection. The patient believes that the line had a pin hole but couldn't locate it at the time of the incident. Additionally, the patient stated that he believed but was not a hundred percent certain, that he was connected when the leak was encountered; that the unused lines were clamped; and the cones were broken. The patient confirmed being able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. Upon further follow up, the patient contact confirmed that the fluid leak was actually discovered while the patient was connected and undergoing treatment.

Manufacturer narrative:
Correction: d8 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the second supply line connection during step 3 of setup for their pd treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The patient reported receiving a not enough supply bag (sb) for treatment (tx) after the fluid leak. The cause of the leak is unknown. The patient was advised to re-setup with all new supplies. Upon follow up, the patient stated that the leak was coming from the second supply bag line (the one next to the line after the patient line) and specified that the fluid leaked from the tubing itself not the connection. The patient believes that the line had a pin hole but couldn't locate it at the time of the incident. Additionally, the patient stated that he believed but was not a hundred percent certain, that he was connected when the leak was encountered; that the unused lines were clamped; and the cones were broken. The patient confirmed being able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. Upon further follow up, the patient contact confirmed that the fluid leak was actually discovered while the patient was connected and undergoing treatment.